Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/07/2022, 10/14/2022 and 10/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 device, indicating a patient disconnect error occurred while in clinical use. The customer reported there was no patient harm. The unit was removed from service without incident. The issue could not be duplicated with test adapter and noted error code 1200 in event log. Philips service personnel advised the customer to consult rt dept. For possible causes and inspection of patient circuit, offered clinical in-servicing if needed. Also referenced service manual chapter 9 performance verification test (pvt) testing and chapter 4 operational check for customer testing, customer will continue troubleshooting.